Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that the insulin pump alarmed button error, was exposed to moisture and had a keypad anomaly and damage. The customer provided a blood glucose level of 225 mg/dl during the incident. Troubleshooting for damage was performed and it was found that the reservoir compartment lip was chipped and that the reservoir could not be kept in placed and occasionally fell out. The customer was assisted with button error/keypad anomaly troubleshooting. The customer stated that getting caught in a rain storm and exposing the insulin pump to moisture was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. Troubleshooting for pump exposed to fluid was performed. The type of fluid/moisture exposure to the insulin pump was rain. The insulin pump was exposed to fluid in the past with no moisture visible. After exposure to fluid the customer noticed more, or frequent button error. Per all troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with intermittent esc button response due to corroded button keypad trace. No moisture damage electronic or motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, missing end cap sticker cracked lcd window and missing reservoir tube o-ring. Reservoir unable to lock in place due to reservoir tube lip completely broken off.